Event description:
Note: this report pertains to the second of the two events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-00228 for a description of the first event. It was reported that the physician used a second hydratome rx sphincterotome device and experienced the same problem (cutting wire detached from the sphincterotome). The physician completed the procedure with a third hydratome rx sphincterotome. No pt complications were reported as a result of this event, and the pt's condition was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the exposed cutting wire and anchor notch appears blackened, and had separated from extrusion. The distal end of the extrusion appeared melted and discolored (see figure 1, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database identified two add'l similar complaints for this lot, form the same customer. The device history record for this lot was reviewed; no anomalies were noted. The january 2008 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; and a negative trend has been observed; therefore, an investigation has been initiated. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.